Event description:
The customer called to report multiple motor error alarms during the manual prime. The customer stated that she had worn the insulin pump during an MRI scan. Troubleshooting was reported, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed the displacement test with units left on the status screen. Motor error alarmed during rewind due to motor encoder signal out of phase. Unable to complete functional test due to motor error alarm.